Manufacturer narrative:
Heartsine evaluated the returned device and confirmed the presence of the reported fault. The fault was attributed to a failed component.

Event description:
Out of box device service required prompt.

Event description:
Out of box device service required prompt.